Manufacturer narrative:
The reported events were for lead dislodgement, loss of sensing, and inappropriate capture. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found the extended helix clogged with blood. The measured full helix extension length was within product specification. The reported events for loss of sensing and inappropriate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2021-17760. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was observed that the atrial lead exhibited loss of atrial sensing, but was inappropriately capturing the ventricle, which was noted on atrial threshold testing. Additionally, premature ventricular contraction count was high. The atrial lead was confirmed to have fallen into the right ventricle via fluoroscopy. The lead was explanted and replaced on (B)(6) 2021. During the procedure, the patient was thrashing around and after the procedure, he felt discomfort in his chest. It was discovered during the post operation check that the new atrial lead exhibited loss of sensing due to dislodgement. Programming changes were made to deactivate the lead. On (B)(6) 2021, the atrial lead was repositioned successfully. The patient was in stable condition throughout both procedures.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.